Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Technical services (ts) was consulted to review device data. Engineering analysis confirmed the device has reached end of life (eol) and that the battery is suspected to be depleting faster than expected. Ts recommended device replacement. At this time, the device remains in service. No adverse patient effects were reported.